Manufacturer narrative:
Code 213 - the review of the manufacturing paperwork verified that the lot met all pre-release specifications. Code 22 - according to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to endoleak, reoperation, and neurologic damage (stroke). (B)(4).

Event description:
On (B)(6) 2010, this patient underwent an emergent endovascular repair of a traumatic thoracic aorta transection using one gore® tag® thoracic endoprosthesis. No issues were reported. The patient tolerated the procedure. On (B)(6) 2010, a proximal type I endoleak and cerebral infarction were identified. The maximum diameter of the lesion was 41mm. The cause of the endoleak and cerebral infarction was reported to be unknown. On the same day, additional endovascular procedure was performed to repair the endoleak whereas a gore® tag® thoracic endoprosthesis was implanted distal to the left common carotid artery. A chimney technique was utilized, and a stent graft was implanted in the left subclavian artery. The patient tolerated the procedure. On (B)(6) 2010, the patient was discharged. On (B)(6) 2011, one year follow-up imaging showed that the maximum diameter of the lesion was 32.5mm. The endoleak and cerebral infarction reportedly resolved. According to the cro in(B)(6), no further information is available.